Event description:
Clinical diabetes educator contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, while setting up a new receiver, after the set up wizard screen, the screen displayed a green error "assert" and would not change. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and resulting in no failures related to the customer complaint. The receiver data log was downloaded and reviewed finding errors. The logged errors confirm the reported complaint. A root cause cannot be determined.